Event description:
Recent analysis of the patient's ICD device showed abnormal right ventricular (rv) lead function. Accordingly, the patient was scheduled for lead extraction and upgrade to a biventricular device. Preoperative diagnoses:1. Dilated ischemic cardiomyopathy.2. Chronic systolic congestive heart failure (ejection fraction 10%).3. ICD lead fracture (st. Jude riata-recalled).the patient was taken to the operating room where his dual-chamber ICD generator was removed...both his riata rv lead and the right atrial lead were extracted. Examination of the riata lead at this time showed typical extrusions proximal to the distal coil characteristic of the defect in this recalled lead...a biventricular ICD was implanted, and the patient tolerated the procedure well, with no complications.